Manufacturer narrative:
The device was not returned for analysis. An event of migration, off-label use, improper or incorrect procedure or method, and stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported migration appears to be related to procedural conditions (post-dilation balloon interaction with valve). The reported off-label use is related to the device being selected for a valve-in-valve procedure. The reported improper or incorrect procedure or method is related to the user snaring the device after deployment. A cause for the reported stroke could not be conclusively determined. The reported unexpected medical interventions and surgery were the results of case-specific circumstances. It should be noted that the navitor¿ transcatheter aortic valve implantation system instructions for use (IFU) states, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." Additionally, the IFU states, "the navitor¿/navitor titan¿ valve is indicated for patients with symptomatic severe native aortic stenosis who are considered high or extreme risk for surgical aortic valve replacement (avr)." In this case, the device was snared after deployment. Additionally, the device was selected for a valve-in-valve procedure. These deviations from the IFU do not appear to have caused or contributed to the reported migration. Therefore, a letter will not be sent to address the deviation.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was selected for implant in a valve-in-valve procedure. The valve being implanted within was a 23mm non-abbott device. The valve was deployed in a good position of 3mm and a post-dilation was performed with a 22mm non-abbott balloon. The balloon expanded well, but while trying to retrieve the balloon, it got caught on one of the valve struts at the ncc. This resulted in the valve migrating toward the aorta. A snare was use to reposition the device and a second 23mm navitor valve was required. The patient was then noted to not awaken properly and a stroke was suspected. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was selected for implant in a valve-in-valve procedure. The valve being implanted within was a 23mm non-abbott device. The valve was deployed in a good position of 3mm and a post-dilation was performed with a 22mm non-abbott balloon. The balloon expanded well, but while trying to retrieve the balloon, it got caught on one of the valve struts at the ncc. This resulted in the valve migrating toward the aorta. A snare was used to reposition the device and a second 23mm navitor valve was required. The patient was then noted to not awaken properly and a stroke was suspected. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.